Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during lap cholecystectomy, some clips did not close and some are malformed. The case was carried out and finished by using another device. No adverse patient consequences.